Event description:
It was reported that the fiber card was not recognized and would not permit the fiber to function. No add'l info was available patient outcome: "no damages to the patient".

Manufacturer narrative:
(B)(4). Fiber card analysis: the customers report that the fiber card was not recognized could not be confirmed. The 79,550 joules of use were confirmed to have been used on (B)(4) 2013 - this date does not coincide with the reported date of event. Fiber analysis: the fiber was found to have a circumferential fracture at the fiber beveled edge: the cab/fiber proximal to the fracture was found to rotate independently of the metal cap. Severe detritus was observed on the metal cap and the glass cap exhibits severe devitrification at the output window. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.